Event description:
The customer reported that saved pt images were missing from the hard drive. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive was found defective. The fe ordered the part. No further service info is available at this time.